Event description:
Pt had replacement of ascending aorta and arch vessels using a woven hemashield double velour 4 branch arch graft. Following release of the clamps and restoration of flow, the graft walls rapidly filled with blood and the outside of the graft was obviously wet. The surgeon did not complain of excessive bleeding. During the procedure the pt was in deep hypothermic shock (dhca) and on cardiopulmonary bypass (cpbp). Following restoration of flow, the pt was rewarmed and the heart restarted uneventfully. The thoracotomy was closed and the pt recovered. Although this event was not reported as a complaint by the dr, it was witnessed by an employee of bsc. Note: the graft left in the pt.